Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported she was told a cataract was forming. Also, the lri did not take care of her astigmatism as expected. The patient was also concerned that there isn't much space as needed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly the patient was told that "cataract is forming" following icl implantation six months ago. No secondary surgically intervention was performed or planned and no report of bcva loss. She also reported that lri ( limbal relaxing incision) did not resolve refractive error (astigmatism). Standard icl is not indicated for astigmatism correction, therefore the previous complaint is not icl related in origin. The clarification of reported concern of "not as much space as needed" has been requested but not received yet. It should be noted that at the time of the implantation patient was (B)(6) and the visian icl is indicated for adults 21 to 45 years of age. Literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). The reassessment will be performed when additional information is obtained from the implanting surgeon. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).